Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review /investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a procedure due to an infection of a left tibial fracture. Initially, the original date of the surgery was on (B)(6) 2021. Post op evaluation was an infection, decision was made to removed hardware. All items were intact there were no fragments, no broken pieces. Patient has turn surgery well and was doing fine postoperatively. This complaint involves six (6) devices. This report is for (1) 5.0mm ti locking screw w/t25 stardrive 34mm for im nails. This report is 3 of 6 for (B)(4).